Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
Pentax medical became aware of a report on (B)(4) 2018, stating pentax medical video duodenoscope, model ed-3490tk/serial (B)(4), yielded a high concern bacterium after sampling performed on (B)(6) 2018. The sampling performed on (B)(6) 2018, identified 107 colony forming units(cfu) as comprising of the following isolate: positive rods - bacillus halodurans/okuhidensis. Study number: (B)(6).